Event description:
It was reported that the patient's right ventricular (rv) lead had low unipolar impedance. It was also noted that the lead had high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later noted that the rv lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2008; 4068 implantable pacing lead (B)(6) 2001. (B)(4).